Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Event description:
The complainant reported a patient was implanted with an impella device for mechanical circulatory support. It was reported that body surface area (bsa) patient was being transferred to dallas/forth worth (dfw) for high level of care (hloc). It was reported that there was an agreement with (B)(6) healthcare to brought automated impella controller (aic) from (B)(6) to transfer patient to dfw. Upon landing and during ambulance ride to dfw accepting facility, transport team reported receiving a "controller error" alarm. Transport team was about 10 minutes away from receiving facility and made it to facility without (w/o) issue where they transferred patient to receiving facilities aic. Transport team returned aic to (B)(6) healthcare and was being sent to field service to be checked out.

Manufacturer narrative:
Investigation summary: the exact cause of the controller error was not determined. It is most likely that incorrect voltage measurements on the two different ¿power battery management board¿ circuits triggered the controller error alarm.